Event description:
It was reported that the customer had a hard time in the beginning with a lot of alarm going off. Customer now wears a sensor for a week before seeing her health care provider. Customer stated all night long, it kept going into low suspend even when her blood glucose level was over 140 mg/dl. Customer calibrates in the morning and at night. Customer tries to calibrate when she is stable but sometimes it forces her to calibrate and she has no choice. Customer stated that the tape irritates her skin and leaves a rash. Customer was advised to calibrate 3-4 times a day. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.